Event description:
A surgeon reported that a pt with an intraocular lens (iol) implant describes seeing glare or crescents of light especially at night. The association between this event and the iol is not known. Add'l info has been requested.